Event description:
It was reported that the patient underwent a plif at l4/5 using posterior fixation. It was reported that a break off set screw migrated from the pedicle screw head. The patient was asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540000, was cleared in the united states.